Event description:
It was reported that the device was at elective replacement indicator four years and four months after implant. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) date was on (B)(6) 2012 and a low battery alert was recorded on that same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.